Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage was chosen for implant using a non-abbott delivery system. During the procedure, a competitor device was attempted to be implanted but failed because of depth of the appendage. Then, the amulet occluder was chosen for implant. The sizing of the device was determined using transesophageal echocardiography (tee). Tee and fluoroscopy were used during procedure. The anatomy was anterior chicken wing. The lobe of the device was able to get inside the chicken wing shaped appendage, and the disc was deployed. The close criteria were satisfied, and the device had a tire shape compression. A tug test was performed, and the device seemed stable with no leak. An hour and a half after the procedure, the patient had a hemodynamic crash, and it was found on transthoracic echocardiography (tte) that the device had embolized and was causing a partial blockage. The device travelled from the left atrial appendage to the left atrium to the left ventricle to the left atrium where it was eventually snared and removed using a transcatheter snare, which took approximately 3 hours. The embolized device caused severe damage to the mitral valve, interatrial septum, and interventricular septum during extraction. The physician believed that the cause of the embolization was due to pectinate muscle that was not appreciated. The patient passed away the following day.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 - adverse event problem: health effect - clinical code: added codes 1914 low blood pressure/ hypotension, 2095 tachycardia, 4446 heart failure/congestive heart failure, 4451 mitral valve insufficiency/ regurgitation, 1888 hemorrhage/blood loss/bleeding. The reported event of embolization, fracture nitinol wire and patient death was confirmed. It was also reported that the anatomy was anterior chicken wing. The lobe of the device was able to get inside the chicken wing shaped appendage, and the disc was deployed. The close criteria were satisfied, and the device had a tire shape compression which was consistent with oversizing the occluder. Transcatheter snare, was performed to retrieve the device which took approximately 3 hours resulted in prolonged procedure. The investigation at abbott found that the occluder was visually and microscopically examined blood and biological material was present throughout the device. It was also noted that the wires were broken on the disk. No other anomalies were noted. Medical intervention is case specific for blood transfusion and resuscitation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. How or when the damage occurred could not be conclusively determined, however it is consistent with damage during use. Cause of the patient death could be due to oversizing the occluder and prolonged peocedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally from medical review: "based on a review of the imaging the device may have been oversized and the lobe was not placed co-axially thereby impacting the stability of the occluder within the laa. The cause for the device embolization may have been oversizing and non-optimal device positioning. The patient had a prolonged complex attempt to retrieve the occluder that was complicated by severe mitral valve injury and damage to the atrial and ventricular septums. The cause of death is most likely due to a prolonged procedure to attempt retrieval of the embolized occluder which resulted in severe damage to the mitral valve that was not repaired successfully. The severe mr likely caused acute heart failure that in combination with the prolonged procedure contributed to the death."

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage was chosen for implant using a non-abbott delivery system. During the procedure, a competitor device was attempted to be implanted but failed because of depth of the appendage. Then, the amulet occluder was chosen for implant. The sizing of the device was determined using transesophageal echocardiography (tee). The laa orifice measurements were 31mm, 29mm, 32mm, 33mm. The landing zone measurements were 22mm, 23mm, 21mm, 24mm. The laa depth measurements were 12mm, 16mm, 14mm, 12mm. Tee and fluoroscopy were used during procedure. The anatomy was anterior chicken wing. The lobe of the device was able to get inside the chicken wing shaped appendage, and the disc was deployed. The close criteria were satisfied, and the device had a tire shape compression. A tug test was performed, and the device seemed stable with no leak. An hour and a half after the procedure, the patient had a hemodynamic crash, including hypotension, tachycardia, and loss of cardiac output. It was found on transthoracic echocardiography (tte) that the device had embolized and was causing a partial blockage. The device travelled from the left atrial appendage to the left atrium to the left ventricle to the left atrium where it was eventually snared and removed using a transcatheter snare, which took approximately 3 hours. The device caused hemorrhage from the mid portion of the inferior vena cava (ivc) and left iliac vein. Subsequent hemorrhagic shock required resuscitation. The patient received blood transfusion. The embolized device caused severe damage to the mitral valve, interatrial septum, and interventricular septum during extraction. The patient had severe mitral regurgitation, and a mitraclip was attempted to repair the mitral valve but was unsuccessful due to patient anatomy. An atrial septal defect (asd) device was implanted to fix the asd. A repair to the interventricular septum was required but it was determined that it was too high of a risk so it was not performed. The physician believed that the cause of the embolization was due to pectinate muscle that was not appreciated. The patient passed away the following day.